Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was an umbilical hernia surgery. Approximately two days after discharge, the patient ran a high fever and was constipated and experienced severe abdominal pain. The doctor tested for an infection and found infection at the surgical wound site. The doctor packed the wound and directed her to the emergency room. Approximately eight days post op the patient was admitted. A CT scan was performed and showed a hole in her intestines, so large that the contrast dye used for the CT scan started flowing out of her body through the surgical wound. The doctor ordered more surgery immediately, wherein the mesh was removed. The doctor removed approximately 45 centimeters of intestines. The patient is still sickly and must take colace, a stool softener, for life. She experienced runny bowel movements similar to diarrhea. She is mentally, physically, and emotionally exhausted and impacted. She was forced to take off work. This occurrence has put a strain on her family budget. Her husband had to take off work to take care of her, and her mother and sister, as well. She had to take sleep medication to sleep. She had much stress, anxiety, and pain. She must wear two different kinds of compression binders around her waist. While in the hospital, she was fed through intravenous feeding because she could not eat or drink. She had lost much weight.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia. It was reported that after the implant, the patient experienced fever, constipation, abdominal pain, infection, diarrhea, stress, anxiety, pain, weight loss, mental/physical/emotional exhaustion, hole in intestine, mesh migration, perforated bowel, sleep distrubances and adhesions. Post-operative patient treatment included hospitalization, mesh removal, intestine resection, prescribed colace, sleep medication, CT scan was performed, small bowel resection, and revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). No product information is available at this time- brand name,510 k- n/a. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was an umbilical hernia surgery. Approximately two days after discharge, the patient ran a high fever and was constipated and experienced severe abdominal pain. The doctor tested for an infection and found infection at the surgical wound site. The doctor packed the wound and directed her to the emergency room. Approximately eight days post op the patient was admitted. A CT scan was performed and showed a hole in her intestines, so large that the contrast dye used for the CT scan started flowing out of her body through the surgical wound. The doctor ordered more surgery immediately, wherein the mesh was removed. The doctor removed approximately 45 centimeters of intestines. The patient is still sickly and must take colace, a stool softener, for life. She experienced runny bowel movements similar to diarrhea. She is mentally, physically, and emotionally exhausted and impacted. She was forced to take off work. This occurrence has put a strain on her family budget. Her husband had to take off work to take care of her, and her mother and sister, as well. She had to take sleep medication to sleep. She had much stress, anxiety, and pain. She must wear two different kinds of compression binders around her waist. While in the hospital, she was fed through intravenous feeding because she could not eat or drink. She had lost much weight.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after the implant, the patient experienced bacterial infection, open wound, edema, fluid collection, abscess, obstruction, chills, purulent drainage, anemia, nausea, vomiting, perforated viscus, air collection, mesenteric adenopathy, abnormal wbc, hemoglobin and hematocrit, adherent acute inflammatory exudate, leukocytosis, loose stools, hyponatremia, atelectasis of r lung, mesh pulled off the anterior abdominal wall, friable bowel, deserosalization, fever, constipation, abdominal pain, infection, diarrhea, stress, anxiety, pain, weight loss, mental/physical/emotional exhaustion, hole in intestine, mesh migration, perforated bowel, sleep disturbances and adhesions. Post-operative patient treatment included hospitalization, mesh removal, exploratory laparotomy, lysis of adhesions, intestine resection, medication, sleep medication, CT scan, drainage of abscess, IV antibiotics, IV fluids, pca for pain management, ng tube for decompression, antibiotics, wound vac, PICC line placement for tpn, abdominal binder use, dressing changes, abdominal girdle, pain medications, small bowel resection, and revision surgery.

Manufacturer narrative:
Additional info: a1, a3a, a4, a5a, a5b, b5, b6, b7, d6b, d10, h6 (added patient codes, imf code, ime e2402: "air collection, mesenteric adenopathy, leukocytosis, atelectasis, friable bowel, abnormal wbc, hemoglobin, and hematocrit"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after the implant, the patient experienced allergic reaction, blood loss, perforation, bacterial infection, open wound, edema, fluid collection, abscess, obstruction, chills, purulent drainage, anemia, nausea, vomiting, perforated viscus, air collection, mesenteric adenopathy, abnormal wbc, hemoglobin and hematocrit, adherent acute inflammatory exudate, leukocytosis, loose stools, hyponatremia, atelectasis of r lung, mesh pulled off the anterior abdominal wall, friable bowel, deserosalization, fever, constipation, abdominal pain, infection, diarrhea, stress, anxiety, pain, weight loss, mental/physical/emotional exhaustion, hole in intestine, mesh migration, perforated bowel, sleep disturbances and adhesions. Post-operative patient treatment included hospitalization, mesh removal, exploratory laparotomy, lysis of adhesions, intestine resection, medication, sleep medication, CT scan, drainage of abscess, IV antibiotics, IV fluids, pca for pain management, ng tube for decompression, antibiotics, wound vac, PICC line placement for tpn, abdominal binder use, dressing changes, abdominal girdle, pain medications, small bowel resection, andrevision surgery. Concomitant device: 2x abstack30 n6d0269mx expiration date: 2019-04-30

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.